Event description:
It was reported "one of my PICC rns discovered that a t-set that is part of our PICC tray was defective and had a leak between the plastic tubing and the hard plastic t. Came from powerpicc provena ref#s1385108d1. Lot#reew2971. Ex 2021-11-30. " add info received 01/11/2021: vascular access rn placed dl powerpicc provena ref#s1385108d1 lot#reew2971 in patient and noticed there was leaking coming from the t set tubing. PICC was placed with difficulty. What type of catheter securement was utilized: statlock. Was there patient harm reported?: no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking t-lock assembly was confirmed and the cause appeared to be manufacturing-related. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusions; however, a leak was observed emanating from the joint between the extension tubing and the luer distal luer adapter. Microscopic inspection of the sample revealed a void in the bond between the extension tubing and the distal luer, which appeared to correspond to the observed leak path. The void in the bond appeared to be the cause of the observed leakage. The appeared to have occurred during the device assembly process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew2971 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "one of my PICC rns discovered that a t-set that is part of our PICC tray was defective and had a leak between the plastic tubing and the hard plastic t. Came from powerpicc provena ref# (B)(4). Lot#reew2971. Ex 2021-11-30. " additional information received 01/11/2021: vascular access rn placed dl powerpicc provena ref# (B)(4) lot#reew2971 in patient and noticed there was leaking coming from the t set tubing. PICC was placed with difficulty. What type of catheter securement was utilized: statlock. Was there patient harm reported? No.